Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol g3 (e2 iii) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 3000 pg/ml (accompanied by a data flag). The physician questioned the initial result and requested the sample to be repeated. 1st repeat result: 51.65 pg/ml (tested with a dilution of 1:2). 2nd repeat result: 27.97 pg/ml (tested after re-centrifugation).

Manufacturer narrative:
The e2 iii reagent lot number was 816576 with an expiration date of 30-sep-2025. The calibration was last performed on 14-feb-2025 and it was acceptable. A general reagent problem can be excluded because the qc prior to the event was within ranges. The measuring cell was last replaced on 27-sep-2023 and the liquid flow cleaning (lfc) was last performed on 15-feb-2025. The field service engineer found that the sample/reagent probe needed adjustment. He verified all alignments and proper operation of all mechanisms. He also performed rinse station decontamination and pipettor prime and checked the mixer speed. The root cause was due to a misadjusted sample/reagent probe leading to small bubbles in the reagent.